Event description:
Pt called lfs on 03/23/2004 alleging the meter was reading inaccurately high. The pt was comparing their meter to symptoms. They were feeling nauseous and felt that this was due to low blood sugar. They phoned their diabetes educator and were advised to take insulin. Pt tested on another meter and obtained a result of 53 mg/dl. No medical intervention was required. While troubleshooting with lfs customer service the meter failed two control tests. Pt opened another vial of test strips and ran a control test, which passed. The issue was not resolved with troubleshooting. The meter was placed for the pt. No further information has been reported. The case is being reported as a strip malfunction.